Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged and perforated the heart wall, as confirmed by fluoroscopy. A loss of capture with asystole less than 2 seconds, was observed. This left the patient in pain and with an increased follow-up. The lead was ultimately removed and replaced and the patient was hospitalized and received intravenous antibiotics, as a result. No additional adverse patient effects were reported.